Manufacturer narrative:
It was also reported that the patient experienced pressure skin necrosis. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an acute infection and skin breakdown around the implant site. Subsequently, the device was explanted on (B)(6) 2026, and it is unknown if there are plans to reimplant the patient as of the date of this report.